Manufacturer narrative:
Product event summary: analysis confirmed the reported event. There was a deviation between the stylus and the cursor on the screen (diagonal from the lower left to the upper right corner) due to overlay misalignment. It was noted a stylus calibration did not solve this problem. The touchscreen (bezel) was worn. Analysis also found that none of the universal serial bus (usb) ports worked; micro processor unit (mpu) pc board found defective. Part from printer drawer and left cord bay latch were broken. Lower hinge (support) plate was broken nearby the lower flex guide. Upper and lower left bullets, company logo button, and media bay door front latch (for closing the media door) were missing. It was noted errors were found in the programmer software history.

Event description:
It was reported the touch screen was faulty. The programmer was returned for service. No patient complications have been reported as a result of this event.